Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll (B)(4)'s service department. The reported problem could not be duplicated or confirmed. The device was subjected to extensive testing which included full functionality testing without duplicating the reported malfunction. The ac power adapter was not returned for evaluation. The dock connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.